Event description:
It was reported that a patient underwent a cardiac ablation, and the patient experienced respiratory failure, cardiac arrest, and ventricular tachycardia. During a varipulse pulmonary vein isolation (pvi) case, the patient stopped breathing, and the physicians tried to bring back the respiration/circulation for approximately twenty (20) minutes with intubation and cardiopulmonary resuscitation (CPR). At the end, they managed, but the patient was still unconscious hours later. The physicians thought it was not connected to the varipulse catheter, but probably to the sedatives they gave, because the patient had dilated cardiomyopathy (dcm) and before the pulsed field ablation (pfa) started, the saturation dropped more times. After the first application, the patient became bradycardic, but the procedure was continued. Later the saturation started to drop drastically. During the CPR, the patient started to have ventricular tachycardia as well, then electromechanical dissociation. After about 20 mins, they managed to stabilize the patient. The physicians reported that the problem most probably is that it was not connected to biosense webster (bwi) technology but instead to a sick heart and the drugs/sedatives they used. There was no error message at all on the carto system. (The right pulmonary veins were ablated, and the left inferior pulmonary vein was half-ablated when they had to stop the procedure).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 15-jan-2025, additional information was received. It was reported that the patient improved; however, the patient suffered severe hypoxic neural damage due to anesthesia-related complication. The patient required prolonged ICU (intensive care unit) stay which included mechanical ventilation and tracheostomy. There was no stroke. The patient's symptoms did not resolve but there was some improvement. There was no evidence of char/thrombus/clot during the procedure. There were no excessive impedance errors or excessive microbubbles observed during the case. Deep sedation was used. There was no confirmation on a cause. As such, the code of unspecified nervous system problem (e0139) was added. The h 6. Health effect - impact codes of hospitalization or prolonged hospitalization (f08) and surgical intervention (f19) were added. The patient information section was updated as patient details were provided. B 7. Medical history/preexisting condition was updated with the full description of the previously reported acronym of dcm. D 4. Catalog was updated as the product code was provided. Therefore, d 4. Primary UDI number was populated based on the product code received. However, as the lot number for the device involved in the event was not provided, the full UDI is currently not available. E 1. Initial reporter phone 1. Initial reporter phone (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction to follow up report (B)(4): the code of unspecified nervous system problem (e0139) was removed and replaced with encephalopathy (e0115), per an internal review of coding on 06-aug-2025. Therefore, h 6. Health effect - clinical code has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).